Event description:
It was reported when using the bd pyxis medstation es system drawer failed, preventing user from accessing the required medications. The customer stated that there was no delay in patient care since they retrieved the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b3, d5, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stationhad a blue screen. A technical support specialist restarted the station to confirm the issue was resolved. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that station had a failed drawer. A field service engineer cancelled the work order. No resolution was provided by both field service engineer and customer about the reported issue.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed, preventing user from accessing the required medications. The customer stated that there was no delay in patient care since they retrieved the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system drawer had failed. The work order was cancelled by the field service engineer and no resolution was provided by the field service engineer or customer regarding the reported issue. No additional information is available. This report captures supplemental MDR #1.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed, preventing user from accessing the required medications. The customer stated that they retrieved the medications from another station. There were no adverse events or injuries reported based on this event.